Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, during the use of an intravenous catheter for a pediatric patient, the rubber stopper at the heparin cap connection detached. The catheter was immediately replaced for the patient.